Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation procedure. Air was observed entering the sheath after removing the dilator during advancement into the left atrium. Despite multiple aspiration and flushes, the air ingress persisted. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.